Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 271 mg/dl. A systems check with tandem technical support was performed and no issues were identified. The customer changed supplies and resumed insulin delivery after the systems check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.